Event description:
It was reported that during a lobectomy procedure, the hand switch became unusable. Another device was used to complete the case. There was no adverse consequences to the pt.

Manufacturer narrative:
Info not available, device not returned for analysis.